Manufacturer narrative:
(B)(4). D10: 42502207001 - femur trabecular metal cruciate retaining (cr) narrow porous - 67029734 42512100811 - articular surface medial congruent (mc) left 11 mm height use with tibia sizes e-f/cr femur sizes 8-11 - 67172271. G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left knee surgery. Approximately 2 months post-op, the patient was experiencing pain and was revised due to a pathological lateral tibial plateau fracture. The tibial component and poly were revised. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. The event cannot be confirmed. Visual examination of the provided photograph identified an explanted tibial component covered in bio debris. No part or lot information was identifiable from the single photo provided. No devices were returned therefore no further evaluations can be made. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.